Event description:
It was reported that a pacer-dependent patient had a vibratory alert for high, out of range pacing lead impedance. The patient will be monitored. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.